Event description:
Ous MDR - it was reported that approximately 102 months after implant a sudden increase of pacing impedance and a decrease of shock impedance were noted. Moreover, oversensing and inappropriate shocks were reported. The lead was cut off and replaced. The fragment of the lead was returned for analysis.

Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis, which had been cut off about 22 cm distal of the is-1 connector pin. The distal part of the lead, including the shock electrode and the tip electrode, were not available for analysis. The returned fragment was examined visually, mechanically, and electrically. Aside from the existing separation of the lead, no damage was noted. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.